Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. The customer allowed 30 minutes of charging using an alternate wall adapter and was able to successfully charge the pump. Blood glucose level was not affected by this issue.